Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they received the failed battery test. The customer's blood glucose level was130 mg/dl. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with all operating currents within specifications and passed self-test, unexpected error test and displacement test. There was no unexpected low battery, weak battery, battery out limit or failed battery test alarms during testing.